Event description:
The customer received a high blood glucose reading on the contour next link. The specific reading was not provided. Insulin was dispensed by his pump. The customer became hypoglycemic, an ambulance was called and he was taken to the hospital where his blood glucose reading was 36mg/dl. He was given IV glucose and discharged the same day. Only the meter information was provided. A new meter was sent to the customer.